Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical mastectomy procedure for left breast cancer, there were black dots on the patient adhesive surface. The pencil ignited the gauze but no burn caused to patient. The fire was extinguished by covering it with a drape. There was no patient injury.